Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. No further detail could be obtained as the animas representative was unable to reach the patient for information. There was no adverse event associated with this complaint.